Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 387 mg/dl. After treatment in the hospital, the customer stated she was put back on the insulin pump and her blood glucose rose to 500 mg/dl. The customer also stated that the down arrow button was not responding. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.